Event description:
Caller states patient tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
It was further reported that vascular access was obtained through the femoral artery. The vessel was moderately tortuous and severely calcified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.